Event description:
During a laparoscopy procedure, the clips would not fire properly. One clip would fire then the next would not fire. Intermittent firing. Opened another device to complete the procedure. No pt consequences.